Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff encountered an error 802 issue. An error 802 indicates that the system detected an issue with the patient side cart (psc) battery backup. The surgical staff contacted an intuitive surgical inc. (Isi) technical support engineer (tse) for assistance. The surgical staff rebooted the system and cycled the breaker on the patient side cart (psc). Initially, the system booted up with no issues. The tse reviewed the sites system logs and noted that several 40006 errors pointing to rac logic controller (rlc) 3 occurred prior to the error 802 issue. An error 40006 indicates an attempt was made to insert an element into a full queue. However, the 802 error reoccurred and the surgical staff was unable to override the fault. Due to the reported issue, the surgeon made the decision to convert the da vinci si hysterectomy to open surgical techniques. On the same date ((B)(6)2013) the reported issue began, an isi field service engineer (fse) performed a field evaluation at the site. After swapping remote arm controller's 3 and 4, the fse was unable to bring up the system without disabling patient side manipulator (psm) 3. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. The following day, the site used the system with only psm 1 and psm2, and with psm3 disabled. On (B)(6)2013, the fse returned to the site and repaired the system by replacing rac4. The fse tested the system and verified that the system was ready for use. On 11/04/2013, isi contacted the clinical sales representative (csr) for additional information. The csr indicated that the surgeon made the decision to convert the da vinci si hysterectomy to open surgical techniques since the surgical staff could not override the error 802 message issue. The csr stated that the error 802 issue has since been resolved after the fse replaced rac4.

Manufacturer narrative:
The rac was returned to isi and evaluated by failure analysis (fa). Fa was unable to reproduce the reported 802 and 40006 errors. During evaluation of the rac, the system faulted with an error 10025 solid on every start up. An error 10025 indicates that the system was not able to enable motor amplifiers. Fa concluded that the problem was caused by fluid contamination on the unit. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci si hysterectomy procedure to open surgical techniques after encountering a non-recoverable 802 error message issue.